Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock. The surgeon applied suture to complete the procedure. No pt injury was reported.